Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: four (4) devices were received for evaluation. A visual inspection was performed on the returned samples, and it was noted that all the filling ports were damaged from being cut; therefore, function testing could not be performed. Since the samples were returned in this condition functional testing could not be performed to confirm or refute the reported leak. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 1000 ml eva tpn bags leaked from unspecified locations. This was observed while preparing parenteral nutrition in the mixing center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.